Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a supply change, then announced a usual lunch when glucose was 160 mg/dl, after which glucose rose above 300 mg/dl for a couple of hours before trending downward; the user historically runs high after this lunch, and underestimation of carbohydrate intake was discussed during troubleshooting and education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.